Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, by the time the resection of the stomach was finished, there was an opening and bleeding on the distal end of the staple line near the fundus. It was stated that the distal staples were malformed. The surgeon sutured all the staple-line of the stomach. Two days post-operatively, while the patient was still in the hospital, the patient started having postoperative complications. There had been poor stapler formation in staple line of the stomach and there had been leakage on the fundus of the stomach. 1 week postoperatively, the patient underwent a revision of the surgery. Stent was used to prevent leakage. The patient is still staying at the hospital.